Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On march 27, 2007, the lay-user/patient contacted lifescan (another country) alleging that a one touch ultra meter was powering off during use. It is not known when the alleged power issue started. One day earlier, at 4:45pm, the patient reportedly had symptoms of "blurred vision" and felt "tired". At that point, the patient's blood glucose was tested by a nurse using an unidentified device. The nurse obtained a result of "2.4 mmol/l." He was treatead with a "glucose drink" and a sandwhich. At 5:00 pm, the patient then ate a meal. The patient's medication regimen consists of "humalog mix 50" insulin: 17 units in the morning, 13 units at lunchtime, and 16 units at dinnertime. It is not known what times the patient took the insulin dosages on the day of the event. It is also not known if the patient modified the insulin dosages because of the meter issue and/or symptoms. It would have been helpful to know the following information: when the meter issue started, when the patient's symptoms started, his testing frequency, his last blood glucose result on the reported meter, when the last meter results was taken, and if his blood glucose was regularly checked on the nurse's meter during the time of concern. In addition, it would have been helpful to know the patient's diabetic treatment regimen, if the patient was following the regimen as prescribed before and during the event, the duration of the alleged meter issue, what his normal blood glucose levels are, and what times the patient ate his meals on the day of the event. The patient did not have a replacement battery to troubleshoot the alleged meter issue. The patient had not replaced the meter's battery according to the owner's manual. The meter was replaced. The complaint is being reported due to the following conclusion: the patient alleged that he was unable to test his blood glucose because of the meter's power issue, had symptoms suggestive of low blood glucose, obtained a blood glucose result of "2.4 mmol/l" on a nurse's meter, and received medical treatment to raise his blood glucose. There is insufficient information to determine if the alleged meter issue contributed to the development of the patient's symptoms and injury. It is not known how long the patient was unable to test his blood glucose with the reported meter.